Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the lcd (liquid crystal display) exhibited loss of signal in the middle and at the end of the procedure. The issue occurred several times over the span of 1+ weeks in both screening and diagnostic egds (esophagogastroduodenoscopy) and colonoscopies. The monitor would simply go black. The procedure room staff would unplug the monitor and wait a few seconds before plugging and allow the monitor to boot back up, in order to complete the procedure. The procedure and anesthesia were prolonged by a few minutes, each and were completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, signal was lost during the procedure, could not be identified. The device has not been returned to the repair dept, and we cannot obtain more information, therefore, we could not presume the cause. However, a definitive root cause could not be established. Labeling review: there is no basis that the defect is caused by misuse of the user, thus not applicable. Olympus will continue to monitor the field performance for this device.